Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that none of the buttons were working. Customer stated that they were unable to clear the alarm and they also received a battery out limit alarm. Customer further reported that the insulin pump has been exposed to moisture from the cooler and ice and droplets of moisture are noticeable inside the screen. Customer's blood glucose reading at the time of the call was 422 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected battery out limit. Insulin unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump was unable to perform the excessive no delivery alarm due to prime anomaly. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. Time and clock ok. No unexpected audio or beep anomaly noted during our testing. No moisture damage electronic assembly.